Event description:
An unknown readings issue was reported while using the adc device. Additionally the customer reported unspecified high and low readings compared to a competitors meter which led to a medical event. The customer experienced loss of consciousness and was unable to self-treat. The customer reported being treated (unspecified) by a third party. Additionally, the customer reported being hospitalized for 4 days and received healthcare professional (hcp) administration of glucose intravenously for treatment for diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.